Event description:
It was reported that CGM displayed error message while customer used G7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, did not experience repeat CGM error, and successfully started new sensor session.